Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor was post sensed t-wave oversensing. The device was successfully reprogrammed. The patient was in stable condition.